Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.0/088 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was not exchanged for another lens due to the patient did not want a second operation.

Manufacturer narrative:
The patient is in normal condition after removal of the lens and there is no complaint. Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (fibers). Dimensional inspection found the lens to be within specifications. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).